Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lead was capped with no replacement. No further patient complications have been reported as a result of this event.